Event description:
See initial report.

Manufacturer narrative:
H.10: the complained unit was requested for a functional test and re-calibration. The value deviation was confirmed. The root cause of the reported issue could be traced back to defective mass flow controllers for air and traced to a defective measuring bridge for air . The defective components have been replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was found out of tolerance. The set and the actual flow did not match during maintenance. There was no patient involvement.